Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that there was a no disposable (nd) clamp tubing alarm. Upon restart, the pump alarms nd, pump won't run. The settings were reviewed, pump turned off and tubing was clamped. The cassette was removed and tubing massaged while pressing the green flow stop down. Air bubbles were present in the cassette tubing. The cassette was tapped on a hard surface and attached. The pump was turned on, settings reviewed and upon restart, and alarm returns. The process was repeated and the alarm persists. The pump is off, and the tubing is clamped. There was no patient injury reported.